Event description:
The manufacturer received information alleging a critical error (193,290) occurred. There was no harm or injury reported. The device was received and evaluated by the manufacturer. A review of the log files confirmed the errors. Error 193 may impact therapy as it is a failure of the internal battery as the final source. The customer has requested for the unit to not be repaired; therefore, no repairs were made to the unit.